Event description:
Baxter affiliate reports 3 incidents of the thread on the venous end of the dialyzer not being sufficient to screw in the venous bloodline, and noted by blood leaks. These were new dialyzers. This occurred at the onset of treatment in all 3 incidents. Estimated blood loss of 20 mls per incident. All three treatments were continued with new dialyzers and bloodlines without incident. No pt injury or medical intervention reported.